Event description:
Following an atrial fibrillation ablation procedure, the patient experienced an ischemic stroke. The patient did not wake up after the general anesthesia and an MRI confirmed the stroke. The patient is in stable condition. A tee was done before the procedure with no thrombosis noted and nothing unexpected occurred during the procedure. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown.